Event description:
The incident date is believed to be on or about 03/2006. During a ureteroscopy procedure an approximately 3mm piece of fiber broke off in the pt's kidney. The doctor was unable to retrieve the fiber fragment. Pt status was stable. The suspect fiber was 200 micron diameter and the doctor could not confirm whether or not the fiber was a lumenis product. The fiber was not retained by the hosp for evaluation by the MFR.